Event description:
It was reported that the luer connector was defective. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The sample was visually inspected at a distance of 12 to 16 under normal conditions of illumination. The asv from the sample received was compared with other piece from the same component and it was found that the nozzles from the valve is bigger than the sample taken from production floor. The asv was measured using a caliper and it was detected that the component is with off specification. The most probable root cause is that the asv was received defective from the supplier. A supplier notification was issued in order to knowledge the vendor that the part was involved in a complaint.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07835 is no longer considered reportable, please disregard any MDR reports associated with it.